Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, the atrial lead exhibited noise. The noise was reproduced with provocative testing and arm movements. The device was reprogrammed. The patient would be monitored. The patients condition was good.